Event description:
A pt reported to conceptus that one of her essure micro-inserts had perforated her uterus and was found lodged in her small intestine during surgery to remove both micro-inserts; pt also reported pain immediately following implantation with the micro-inserts. The pt believes the essure micro-inserts were the source of her pain. The pt did not respond to requests for further info regarding her experience.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.